Event description:
Laparoscopic band and port removed because of erosion.======================manufacturer response for laparoscopic band and port, lap-band ap adjustable gastric banding system (per site reporter).======================manufacturer will point to side effects of the bands being listed.